Manufacturer narrative:
Update to h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. It was determined that while the user was handling the device, the biopsy channel leaked, which led to a water invasion of the device and an abnormality of the electronic parts. However, a definitive root cause could not be determined. A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, an error code e216 (scope communication error) is displayed while inserting the bronchovideoscope into the processor. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.